Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the syringe and injected insulin/air bubbles into the cartridge. Customer completed the cartridge loading process and insulin therapy was resumed. Customer did not observe air bubbles in the tubing. There was no reported impact to customer's blood glucose.